Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event; the associated MFR report numbers are 1225714-2014-00339 and 1225714-2014-00340. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt experienced a cardiovascular death, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs# 1225714-2014-00339 and 00340.